Event description:
Additional information was received that the ra and rv leads were not capped but rather explanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right atrial (ra) lead previously was seen to have high impedance >10,000 ohms bipolar, with unipolar impedance in the 500 ohms range, indicative of a possible outer conductor fracture, therefore, the device was reprogrammed to pace unipolar in the atrium. Approximately seven months ago, a steady impedance drop in the atrial lead was seen, with current values approximately 150 ohms. The patient presented to the emergency room with symptoms of fatigue with exertion. Trans telephonic monitoring (ttm) check revealed pacing spikes with correlation to underlying sinus bradycardia and magnet rate showed aoo pacing at 85 beats per minute with no atrial capture. Interrogation by programmer revealed undersensing in the atrium as well as programming sub-threshold. Programming above threshold (3.25 v @ 0.4 ms) resulted in pectoral muscle stimulation. The ra lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).